Event description:
On (B)(4) 2012, we were informed of a possible device malfunction involving our abacus software. Abacus is our (B)(4) order entry software for comprehensive tpn calculations and label printing. In this case, the facility reported an incident observed during the creation of a tpn therapy bag, through the use of our software. The user facility stated that the tpn label created bore the name of the intended patient, however, the ingredient contents on the label were not what had been ordered in the software. Further, we were informed that the contents were an exact duplicate of a previous patient's order. This error was caught through the customer's label review and verification checks used to identify occurrences of error, thereby providing assurance of their tpn compounding. As the error was caught prior to the production of the tpn bag, no adverse events occurred as a result of the alleged malfunction.

Manufacturer narrative:
On (B)(4) 2012, baxter representatives performed a site visit with the customer, where data was collected for evaluation. After extensive investigation and database evaluation, we have been unable to duplicate the reported error; therefore, the root cause remains unknown. However, the root cause investigation is ongoing, and, should further information come to light, a follow-up submission will be initiated and sent to the FDA.